Manufacturer narrative:
Background information: please reference zippie voyage recall ( (B)(4) ) regarding new remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a malfunction on the user end when not adequately attaching the detachable seat from the early intervention stroller. Full details of the voluntary field safety notice are filed within sunrise medical recall file 2937137-6/28/21-001-c. Discussion: potential root cause of the reported incident is due to the caregiver inadequately attaching the detachable stroller seat to the stroller base. This detachable configuration is a user requirement (market requirement). There is no malfunction of the stroller base, but due to the nature of the potential injury for serious injury or death, this issue is being filed although there is no malfunction of the device. The issue may be the result of lack of a failsafe device such as the voyage safety tether kit which will be sent out to all devices as part of the aforementioned recall. Conclusion: while there is no malfunction of the device, due to the likelihood of unexpected detachment and lack of a failsafe device, this MDR is being filed out of an abundance of caution. The voyage 2021 recall will address the remediation of this device. No further investigation will be performed in this case. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
Mother states that zippie voyage seating system unexpectedly detached from stroller base on two separate occasions resulting in a fall. Patient was taken to ER, evaluated and released. No treatment was provide and no follow-up scheduled. Therefore, there was no serious injury, however, falls have the likelihood of developing into serious injuries and, therefore, this is being filed as an MDR.